Event description:
It was reported that during a saline flush at home the venous female luer came out of the extension. The luer was cleaned and reinserted into the extension by the patient's family member, who feels the catheter appears to be holding up after the replacement.